Manufacturer narrative:
Concomitant products: product ID 37744, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that stimulation turned off after the patient charged their implantable neurostimulator (ins). It was noted for a couple of months prior to this report, each time the patient recharged their ins with stimulation turned on, stimulation would turn off after the patient was done charging and took off the recharge belt. It was noted the patient charged their ins about every 2 weeks. The reporter stated she was not aware the buttons on the side of the recharger were on/off buttons and did not believe she was pressing them during recharge. It was further noted the patient was able to successfully recharge the ins, but her concern was over losing stimulation when charging was complete. Additional information was requested, but was not available as of the date of this report.